Manufacturer narrative:
Product event summary: at analysis it was determined that the ring attachment was bent and that the battery contacts were visibly co ntaminated. The device was cleaned, the ring attachment replaced and the battery contacts inspected and any visible sign of contamination was removed.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.